Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm and broken force sensor alarm due to the force sensor flex cable not aligned properly in the connector. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify frozen display due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer's blood glucose value was 228 mg/dl. Troubleshooting was done. The customer stated that he able to saw critical pump error with the open book image. Customer received another insulin pump error. Customer states insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.